Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported. Additional information indicated this brady lead was not implanted successfully due to lead dislodged twice.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported. Additional information indicated this brady lead was not implanted successfully due to lead dislodged twice.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found dried body fluid and tissue in the helix housing. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.